Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient had open heart surgery and the lifevest is irritating incision. Patient reports a broken blister on breast area. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to return the lifevest due to the skin irritation. Patient is on an antibiotic and the wounds have a dressing on them. Follow up indicated that the wound has healed.